Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a combined mesh procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, a diameter of below 5mm mesh exposure occurred in the mid-distal end of the vaginal posterior wall. On the same day, exposed mesh removal and colporrhaphy procedures were performed in the outpatient department. Reportedly, on (B)(6) 2016, the patient was cured and there was no sexual pain felt.